Event description:
Physician and fellow were performing a left atrial ablation for atrial fibrillation. Fellow was guiding the ablation catheter around the common ostial region of the left pulmonary veins applying rf lesions when the physician observed a spontaneous drop in arterial blood pressure. Intra-cardiac echo (ice) and trans-thoracic echo confirmed a large pericardial effusion. An emergent pericardial tap was performed and the effusion was evacuated. Pt was transferred to the ICU in stable condition for further monitoring.

Manufacturer narrative:
The catheter was returned, visually and functionally examined. The mechanical and electrical functional tests were conducted and the catheter met specifications. The cause for the reported pericardial effusion, and subsequent pericardiocentesis remain unknown. Catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they meet the specification requirements. As stated in the instructions for use (IFU), "vascular perforation is an inherent risk and that the catheter shouldn't be forced into the vessel."